Event description:
Objective: to explain the reason for stating a claim against strauman inc. Pt presents for restorations on teeth #'s 2-7 a five-unit bridge. Pt has three strauman implants placed by an oral surgeon. Rptr's office took preliminary impressions for a temporary; placed the coping abutments into the implants on this date. Starting with the most posterior tooth, the most anterior tooth, the 3.5 mm abutment screw sheared - off into the implant and x-ray was taken. Spent approx 2 hours trying to retrieve the implant. Office had called an implant specialist next door to help in the aiding with the removal of the implant screw abutment. Specialist also was unable to retrieve the implant abutment. Oral surgeon was called to aid in the removal; he was unable to remove after 3 hours at a later date. Decisions were made to "sleep/not use," the implant and place a five-unit bridge on the two implants that were left. The bridge is in the mouth and is doing very well. Pt is able to eat and function very well with the new bridge. However pt believes they shouldn't have to pay for the one implant that was placed along with the crown. The pt was upset over the situation and wanted a refund on that particular implant. Reluctantly, rptr agreed to remove charges on this particular area. Which brings rptr to this letter, rptr is stating that this particular implant was defective and therefore straumann should be responsible for charges.